Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7278 ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead r-wave amplitude has been decreasing over time and is now low. Programming changes were done and the lead remains in use. No patient complications have been reported as a result of this event.